Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-28572 - device 1 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion set cannula kinked events, the first on (B)(6)2024 and the remaining three approximately two weeks later. The events occurred within 3 or more hours of insertion. The infusion sets had been used for 36 hours. The insertion site was at the thigh. The blood glucose level was 450 mg/dl at the time of the events; therefore, it was treated with correction injections via multiple daily injections (mdi). The patient replaced the infusion sets and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.